Event description:
It was reported that the pt experienced a loss of therapeutic effect with increased spasms and tone. There was volume discrepancy with more volume than expected (values not reported). The dr opted to replace the pump as it was "getting old". In the operating room during the replacement, the physician aspirated the catheter and a "plug" came out. After the csf was free flowing. It is unknown if the fragment was protein build up or what it was. The catheter was not replaced. The pump was replaced. The pt's pump contained compounded baclofen. The pt recovered without sequela.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The catheter was not returned.